Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. Tandem technical support educated the customer on the pump's auto-off safety feature per user guide. There was no adverse impact to the customer¿s blood glucose level.